Event description:
The nemschoff infant cribs were recently upgraded to meet the FDA class 1 recall requirements. Previously the cribs were difficult to steer as a result of the 4 casters that all swiveled. The upgrade required one caster to be fixed. This improved the ability to steer the crib. However, a report was received stating that the infant crib almost tipped over. Apparently the fixed caster prevents the crib from moving sideways. When force is applied to reposition the crib from the side, a potential tip over can occur.